Event description:
Information received form the affiliate originally stated, "the tip of the guidwire was kinked during the procedure". There was no patient or procedural information available. There was no injury to the patient. This was originally determined to be a not reportable malfunction under the medical device regulation guidelines. When the product was returned for evaluation and testing it was noted that the distal end of the coil-wire was elongated and fractured, but not separated, from the distal tip. Additional information received stated that the product looked normal when it was taken from the packaging and the affilate believes that the damage to the wire did not occur during shipping. As per the qualrap, there is no additional information available as to the characteristics of the vessel, the patient, or the procedure.